Manufacturer narrative:
Patient information was not available. Software investigation initiated to examine system log files and patient exams. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive since images were not provided. (B)(4).

Event description:
A medtronic representative reported that the 3rd set of images they produced came over to the mobile view station (mvs) as half white. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.